Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After somedays later, fluoroscopy revealed small broken fragments of the filter was noted in the branches of pulmonary artery on the right and cine run showed a couple of broken wires of the filter. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for alleged filter migration and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter was detached, migrated and struts were perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The filter struts remains in branches of the pulmonary artery on the right and other locations; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc, filter migration and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter was detached, migrated and struts were perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The filter struts remains in branches of the pulmonary artery on the right and other locations; however, the current status of the patient is unknown.